Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported that when the customer was removing the inner needle from the catheter during use of the product, a part of the needle house broke off. Then, when he was connecting an infusion line to the catheter hub, he noticed a plastic fragment (a part of the broken needle house) got inside the catheter. So he attempted to remove the fragment using a tweezer, but could not do it. No patient injury.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. Visual inspection of the device indicated that the guard nose stem had broken off into the catheter assembly, causing the cannula tip to protrude from the needle guard assembly in the locked position. Magnified examination of the needle guard assembly displayed no evidence of locking mechanism damage or cannula bevel tip irregularities. Examination of the portion of the nose component retained to the needle guard assembly displayed evidence of mechanical witness marks at the point of nose stem breakage. Additionally, upon gently unlocking the needle guard assembly, the cannula was slightly bowed at approximately mid-length with no mechanical witness marks noted, consistent with the nose stem breaking during use. The manufacturing sme confirmed that the damage that weakened the area around the guard nose stem observed was highly probable to have occurred during the procam assembly process with the causal factor to be due to worn slide bushings and cam followers at the pcm3 catheter probe station. The damage to the nose component would be significant enough to create a potential for nose stem breakage/separation and bowed cannula during post-manufacturing handling of the packaged device by the user. The root cause of the reported issue was found to be a manufacturing nonconformance. As a correction, general awareness training and communication were conducted for all appropriate personnel and completed on 27jun22. No further correction or corrective actions will be conducted by the manufacturing facility at this time.